Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Additionally, the customer experienced a low blood glucose of less than 20 mg/dl; cause was unknown. Subsequently, the customer was later found unconscious which led to a hypoglycemic coma. The customer was transported to a hospital and was given sugar intravenously. Customer was treated with multiple lidocaine infusions. The customer remained hospitalized in the intensive care unit at this time.

Manufacturer narrative:
Additional information was received on april 24th, 2024 stating that the customer experienced serious and irreversible damage due to a deep and prolonged hypoglycemic coma with diffuse brain damage and a poor prognosis with a potential risk of death or severe irreversible neurological damage. Additionally, the customer remains in the intensive care unit and will be transferred to a coma recovery center.